Manufacturer narrative:
The reported 8x25mm biorci ha screw intended for use in treatment, has not been returned for evaluation. Without the reported product and pertinent clinical details a thorough investigation cannot be performed and the customers complaint cannot be confirmed. From the information provided, screw broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not using a starter or tap prior to insertion of the screw. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during the procedure, the proximal part of the biorci screw broke while the surgeon was turning it with the drill. It is unknown if fragments were retrieved from the patient. Since the screw did not remain implanted, a back-up device was used; however, it is still unknown if it was drilled an additional bone hole in order to use it. No delay or patient injury reported.